Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the patient during a procedure. The surgeon decided to leave the broken fragment in the patient. The case was completed successfully without a clinically significant delay. A postoperative x-ray was performed to confirm the location of the fragment and another fragment was detected. There were no other adverse consequences.

Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the patient during a procedure. The surgeon decided to leave the broken fragment in the patient. The case was completed successfully without a clinically significant delay. A postoperative x-ray was performed to confirm the location of the fragment and another fragment was detected. There were no other adverse consequences.

Manufacturer narrative:
During the evaluation, we confirmed the reported event that the pin was broken. During the visual inspection by the product technician, we observed striations on the proximal end of the pin below the predetermined breaking point, indicating that a standard chuck may have been used instead of the quick release chuck as advised in the IFU. Additionally, the pin was slightly bent towards the distal end, indicating the pin may have experienced bending forces. Based on a review of the IFU, possible causes include: deviation while drilling, use of a power tool, and use of the wrong chuck. The pin is not a repairable device and will not be returned to the customer.